Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in 2014 the patient¿s right side stimulation stopped working. The patient further stated that he had more and different kinds of pain as well as further deterioration ongoing even before the right paddle went out. The patient stated once he got a new doctor lined up he would asked about meeting with a manufacturer¿s representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.